Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, one of the tips of the altis introducer broke off in the patient. First anchor went in easily. Upon release, the introducer would not release. She wiggled it and it released. When she took it out, the small tip was still in the patient. The introducer tip was not removed from he patient. Procedure completed.